Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient fell on (B)(6) and she was concerned that the fall might have affect her spinal cord stimulation (scs) device. After the fall the patient started experiencing a jolting sensation when she turns a certain position. The patient saw her scs health care provider (hcp) a month ago and asked if her fall could have done something to her scs wires. The hcp said he did not think so. The patient was scheduled to see her hcp today in the afternoon and would insist the device be checked. Last night the patient was playing with the patient programmer (pp) and she turned it off. The jolting sensation went away when the patient turned the therapy off, then realized that she needed the therapy back on. The patient did not like turning the therapy off because she gets such bad pain then. It was mentioned that the patient needs an MRI, not related to the device, and her device will be turned off prior to the MRI. As of (B)(6) 2014, the patient was still having concerns regarding her device or therapy, but was working with her doctor or company re presentative. Additional information has been requested.